Event description:
It was reported that the patient had return of symptoms. The critical alarm was sounding due to a motor stall and stopped pump exceeding 48 hours. There was no known emi exposure. The motor stall was confirmed in the event logs and no motor stall recovery was recorded. No patient treatment or outcome was reported. The patient's pump contains morphine. Additional info. Has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info. Is received.